Event description:
It was reported that the hcp experienced difficulty aspirating fluid through the catheter access port. The hcp was considering maneuvers to be able to do so including changing position, checking needle orientation and using different syringe sizes. Additional information has been requested from the hcp, but was not available as of the date of this report.